Event description:
Caller reported experiencing temperature alarms 10 and 11. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Since the customer could not clear the alarm and resume insulin delivery, technical support arranged for a replacement pump and advised the customer to use multiple daily injections (mdi) as backup therapy. The customer was also instructed on returning the problematic pump in storage mode using a pre-paid label.